Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain in the penis when cycling the device. In addition, the ipp was not working properly as the patient was unable to inflate it. Some time later, the patient experienced hematuria, pus drainage from the urethra and a right inguinal fold cyst. Therefore, a cystoscopy and a surgical procedure were performed, during which air within the device was noted, along with cylinder inflation issues and a left cylinder rupture. All components were removed and a new ipp was implanted. No additional information was reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain in the penis when cycling the device. In addition, the ipp was not working properly as the patient was unable to inflate it. Some time later, the patient experienced hematuria, pus drainage from the urethra and a right inguinal fold cyst. Therefore, a cystoscopy and a surgical procedure were performed, during which air within the device was noted, along with cylinder inflation issues and a left cylinder rupture. All components were removed and a new ipp was implanted. No additional information was reported.